Event description:
The customer reported the alarm does not sound when weight is removed from the sensor yet they do hear static. The customer replaced the batteries with new ones and tested the alarm with new sensor, the results remain the same. There was no pt incident or injury reported.

Manufacturer narrative:
(B)(4) - the product has been requested to be returned but has not been received. Note: this submission is based solely on the user facility statement. (B)(4).